Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far-field r-wave oversensing. Technical services (ts) provided programming recommendations. It was noted it is likely the atrial lead is located close to the valve, which could be verified by x-ray. No adverse patient effects were reported. This product remains in service.